Event description:
Procedure type: gynecology. According to the reporter: during the procedure, a piece of seal broke off the device and fell into the pt cavity. It was immediately retrieved. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.